Event description:
It was reported that a physician attempted arteriotomy closure of a mildy calcified right common femoral artery (rcfa), using a prostar xl device in a pre-closure technique, prior to an aortic stent graft procedure. Reportedly, the prostar xl was placed, the hub was placed correctly: star at 12 o'clock position. The physician's hand was stabilizing the prostar xl and held it in place at 45 degrees. Blood was still coming out steadily when the physician unlocked the handle of the prostar xl with the other hand. After rotating the handle counter-clockwise, the handle was unlocked but then it could not be pulled further backwards, away from the hub, to deploy the needles. The device was stuck in the tissue. Fluoroscopy was performed and it was seen that a very small part of the needles were deployed (only partial deployment). The handle was pushed backwards to make the needles go back in the sheath and fluoroscopy was performed again, prior to attempting to remove the prostar xl. Fluoroscopy showed that the needles were back in the hub and then the prostar xl device was removed. A new prostar xl, same lot number, was used. Placement and deployment of the new prostar xl was done without problems and hemostasis was achieved after completion of the index procedure. The patient did not experience any adverse effect. The report indicates that preparation of the device was uneventful, good nick and spread was performed and a steady continuous drip of blood from the marker lumen was obtained when the prostar xl was positioned in the rcfa. The physician is reportedly in-training in the use of the device; a manufacturer representative was present during this procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the handle and needles were in backdown position. There was suture slack at the guide area and the suture bights were still inside the coiled suture lumens. There was no clamp mark found on the coiled suture tubes. The needle slots and suture ports were checked and both were found normal. There were four needle strike marks on the barrel face. This confirmed the reported experience of a very small part of the needles were deployed (only partial deployment), because the needles will not be present at the hub. During the investigation, the handle was deployed and all the needles presented at the hub. The evidence of needle strike marks on the barrel suggested that the needles might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or patient anatomical condition such as obesity, calcification or scarring of the access site can deflect the needles. Reportedly, there was mild calcification of the right common femoral artery, which may have contributed to the reported failure to deploy the needles and difficult device removal. The device instructions for use indicate: the safety and effectiveness of the prostar xl have not been established in patients with common femoral artery calcium, which is fluoroscopically visible at access site. The needle deployment of every device is checked during the manufacturing process, to help ensure that the needles/sutures are in the correct orientation. The probable cause for the needle strike marks on the barrel face, for the reported failure to deploy the needles and difficult device removal is related to the operational context in which the device was used. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed. Based on the investigation, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.